Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: uchida, y., takahara, t., mizumoto, t. Et al. Task division by multiple console surgeons is beneficial for safe robotic pancreaticoduodenectomy implementation and education. Surg endosc 38, 4712¿4721 (2024). Https://doi.org/10.1007/s00464-024-10991-9 in section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a retrospective cohort study which sought to determine if multiple console surgeons is beneficial for safe robotic pancreaticoduodenectomy implementation and education. The study occurred from november 2009 to december 2023 and included 85 patients who underwent robotic pancreaticoduodenectomies. Of the 85 patients, 51 had the single surgeon approach and 34 had the multiple surgeon approach. The median age of the combined groups was 75 years old and median bmi of 22.6, there was no reference to gender. The article noted post-operative complications, which were identified according to which group the patients were in. Postoperative pancreatic fistula (popf) occurred in 15 of the cases with the single-surgeon approach compared to 2 with the multiple-surgeon approach. Bile leaks were observed in 5 of the single-surgeon cases but none in the multiple-surgeon group. Post-pancreatectomy hemorrhage (pph) was noted in 8 of the single-surgeon cases versus 1 in the multiple-surgeon group. Major complications were lower in the multiple-surgeon group with 20 versus 24 in single-surgeon approach (major complications were defined has having a clavien-dindo grade 3a or higher). Other complications included conversion to laparotomy in 1 of the single-surgeon cases versus none in the multiple-surgeons, re-surgery in 8 of the single-surgeon cases versus 2 in the multiple-surgeon cases, and unplanned ICU admissions in 6 single surgeons versus 1 in multiple surgeon approach. There were no da vinci device malfunctions reported. A corresponding physician reported if there had been any da vinci device malfunctions, they would have been reported, and a da vinci device did not cause or contribute to any of the complications mentioned in the article.